Event description:
Following a fall, a patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation. Reprogramming was unable to restore adequate therapy. X-ray imaging confirmed a lead migration. A lead revision procedure was completed to resolve the reported event and restore therapy. The evoke scs system did not cause or contribute to the patient¿s fall.